Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2012: [missing records: records for abdominal ultrasound at grmc showing umbilical hernia were not provided.] (B)(6) 2012: [facility ni]. (B)(6), md. Preoperative note. Presents with a complaint of umbilical hernia that is getting bigger for about 7 mos [months] now. Abdominal u/s [ultrasound] (B)(6) 2012 at (B)(6). Social history: current smoker (weekly). Assessment: umbilical hernia, tender, getting bigger for about 7 mos. Truncal obesity. Plan: umbilical hernia repair with mesh on (B)(6) 2012. We discussed the alternatives of open, laparoscopic hernia repair and no surgery along with the risk and benefits of each approach. Infection, recurrence, injury to bowel and bladder, anesthesia, urinary retention, rejection of mesh, vomiting, arrhythmias, blood clots, ect and all questions answered. We went over the information booklet as well which I then gave to him. No guarantees were discussed or implied regarding the outcome of the operation planned. (B)(6) 2012: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: umbilical hernia. Postoperative diagnosis: umbilical hernia. Procedure: repair of umbilical hernia with mesh. Anesthesia: general. Anesthetist: john moore, crna. Findings: umbilical hernia. Complications: none. Estimated blood loss: less than 30 ml. Drains: jackson-pratt drain was placed. Material to lab: hernia sac. Condition: patient¿s condition is good. Brief clinical hx: the patient is a 43-year-old male who was seen in consultation from dr. Weathered because of umbilical hernia that was getting bigger and becoming more tender. Following this a plan for umbilical hernia repair with mesh was discussed with the patient in great detail. The risks of bleeding, infection, rejection of mesh, arrhythmias, urinary retention, and vomiting were all discussed. Patient understood this, signed the consent, and presented himself for the procedure. No guarantees were expressed or implied regarding the outcome of the procedure planned. Description of procedure: ¿patient was wheeled to the operating room. Time-out was called. Monitoring devices were placed. Patient was intubated. Abdomen was shaved, prepped and draped in a sterile fashion. Following this we infiltrated the midline 4 cm above the umbilicus and then 4 cm below. Through this an incision was made and the peritoneum was accessed. Next we proceeded to dissect out the omental sac from the umbilical hernia defect and this was excised. We __ [sic] the fascia in the perimeter of the wound and then proceeded to implant a gore-tex mesh (duaimesh). This was sewn in with a gore-tex 0 suture in a running through-and-through fashion through the mesh and then through the fascia in a continuous suturing. After having sutured the mesh in place we excised the excess mesh then proceeded to suture the mesh with the fascia from the contralateral side to the other side in a continuous suturing while taking a bite from the mesh, thereby closing off dead space as well as doubly reinforcing the repair that was done previously. Following this a jackson-pratt drain was placed on top of this repair. The jackson-pratt drain was exteriorized through a separate stab wound and was anchored in place with 0 pds suture. The subcutaneous tissue was then approximated with 0 vicryl suture in interrupted fashion and another layer of continuous suturing was done, then 3-0 monocryl was used for subcuticular closure. The entire wound was then irrigated. Then dermabond was placed on the skin line and mastisol to the surrounding skin. One-half-inch steri-strips were used to approximate the skin. Then opsite was placed on the 1/2-inch steri-strips and covered by opsite. Patient was extubated and transferred to the postanesthesia care unit in stable condition.¿ (B)(6) 2012: (B)(6) medical center. Progress notes. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc04. Lot batch code: 10364119. W.l. Gore & associates. Exp: 2017-04. Umbilical hernia repair with mesh. The records confirm a gore® dualmesh® biomaterial (1dlmc04/10364119) was implanted during the procedure. (B)(6) 2012: (B)(6) laboratory. (B)(6). Pathology report. Spec #: (B)(4). Operation: umbilical hernia repair. Pre-op dx: umbilical hernia. Gross description: the specimen is received in formalin in a container labeled with the patient¿s name and medical record number. There is pink and yellow soft tissue measuring 3 x 4 x 2 cm. Representative section is submitted. (One cassette). Microscopic description: one h&e stained slide examined. Microscopic examination performed. Final diagnosis: hernia, clinically umbilical; repair: mature fibroconnective and adipose tissue with benign mesothelial lining consistent with hernia sac. Records between (B)(6) 2012 and (B)(6) 2014 were not provided. (B)(6) 2014: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Operation performed: incisional herniorrhaphy with alloderm mesh. Operation: ¿under general endotracheal anesthesia, the patient was prepped and draped in a standard fashion. An incision was made in the previous upper midline incision and extended just beyond the umbilicus. The incision was carried down to the underlying hernia sac and some hard material consistent with previously placed mesh using metzenbaum scissors and electrocautery. The incision was extended superiorly and inferiorly in order to remove the hernia sac and gore-tex mesh using the metzenbaum scissors and electrocautery. Following this, the fascial edges were sharply defined circumferentially. Adhesions of the omentum to the abdominal wall were taken down using the metzenbaums and finger fracture technique. The overlying skin was then separated from the underlying fascia circumferentially using metzenbaums and electrocautery, and after gloves were changed, a 6 x 12 cm piece of alloderm mesh was placed over the omentum and sutured with several centimeters margin circumferentially into the abdomen with a series of #1 vicryl horizontal mattress sutures. With the mesh in place and under excellent tension, the wound was irrigated with saline, and the overlying fascia was reapproximated with a running 0 pds loop suture. The wound was again irrigated with saline. Then, a 10 mm round fluted blake drain was inserted into the subcutaneous space and brought out through a right upper quadrant stab wound and sutured in place with 2-0 silk suture. The deep subcu [subcutaneous] was closed to the midline with running 2-0 chromic suture, and the skin was closed with staples. A prevena dressing was applied. The patient tolerated procedure well, left the operating room in good condition.¿ estimated blood loss: minimal. Replacement: 900 cc crystalloid. Complications: none. Drains: 10 mm round fluted blake drain to the subcu [subcutaneous]. (B)(6) 2014: (B)(6) medical center. Implant/explant log. Implant sticker: alloderm regenerative tissue matrix. (B)(6) 2014: (B)(6). (B)(6), md, fcap. Pathology report. Accession no.: (B)(4). Diagnosis: hernia sac and mesh, removal: fibromembranous, fibrovascular, and fibroadipose connective tissue, consistent with hernia sac. Surgical mesh identified. Negative for malignancy. Specimen: hernia sac (a) and mesh. Clinical history: incisional hernia. Gross examination: the specimen is received in one part, in formalin, labeled with the patient¿s name and date of birth. The specimen, labeled ¿hernia sac and mesh,¿ consists of a 6.9 x 5.8 x up to 2.2 cm aggregate of multiple irregular red-pink to yellow-tan rubbery fibroadipose soft tissue fragments with attached portions of surgical mesh material and suture throughout. Representative sections of the tissue are submitted in a single cassette. Microscopic examination: sections reveal fibroadipose, fibrovascular, and fibroconnective tissue, with focal areas of scar, acute and chronic inflammation, and foreign body giant cell reaction. Pathologist interpretation has been rendered at (B)(6) laboratory. (B)(6) 2014: (B)(6) medical center. Lab. Wbc 20.1 h (4.5-10.2). (B)(6) 2014: (B)(6) medical center. Lab. Wbc 13.3 h (4.5-10.2). (B)(6) 2014: (B)(6) medical center. Lab. Wbc 10.4 h (4.5-10.2). (B)(6) 2015: (B)(6)medical center. Leonard metildi, md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Operation performed: incisional herniorrhaphy with xenmatrix mesh. Description of operation: ¿under general endotracheal anesthesia, the patient was prepped and draped in a standard fashion. An incision was made in the superior aspect of a previous midline incision and carried down to the level of the umbilicus. The underlying hernia sac was dissected freedom the subcutaneous tissue using metzenbaum scissors and electrocautery. The patient was seen to have an alloderm mesh that had become incorporated but separated at the superior aspect of the previous repair. Using the metzenbaum scissors and electrocautery, the fascial edges were circumferentially dissected free and the hernia sac reduced. At the level of the umbilicus, some creamy material appeared between the alloderm-incorporated mesh and the fascia, thought to have been either from fat necrosis or dissolved mesh. The area was irrigated and suctioned dry. There was no other defect palpable inferior. Then after gloves were changed, a 10 x 15 cm piece of xenmatrix mesh was sutured into place with, 2 to 3 cm overlapping fascial edges circumferentially with interrupted #1 vicryl horizontal mattress sutures. The wound was irrigated with saline. Then, the fascia was closed over the mesh in a longitudinal fashion with a running #1 looped pds suture. The wound was again irrigated with saline. Then, the deep subcu was closed in 2 layers with a running 2-0 chromic suture, and the skin was closed with staples, and a prevena dressing applied. The patient tolerated the procedure well, left the operating room in good condition.¿ estimated blood loss: minimal. Replacement: 700 cc crystalloid. Complications: none. Drains: none. (B)(6) 2015: (B)(6) medical center. Implant/explant log. Implant sticker: xenmatrix ab. (B)(6) 2015: (B)(6) medical center. Lab. Wbc16.3 h (4.6-10.2). (B)(6) 2015: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Operation performed: robotic incisional hernia repair. Operation: ¿under general endotracheal anesthesia, the patient was prepped and draped in a standard fashion, and through a transverse incision along the left anterior axillary line at the level of the umbilicus, the underlying fascia was grasped with allis clamps and stay sutures of 0 vicryl were place inferior and superiorly. The fascia was incised transversely. The posterior sheath was grasped and incised, and the peritoneal cavity was entered without complications. An 8 mm da vinci trocar was inserted and after pneumoperitoneum was attained, the telescope was inserted revealing adhesions of the omentum to the anterior abdominal wall at the level of previous hernia repair in the midline. Under direct vision 8 mm da vinci trocars were inserted inferior and superior at 8 cm spacing. The patient was then docked to the robot and the operating surgeon went to the console and then with maryland in arm 3 and prograsp in arm 1, the adhesions to the anterior abdominal wall were taken down and bleeding was controlled with bipolar cautery. This revealed a previously placed biologic mesh, though viable, had separated and folded in on itself and the patient had a large defect to the patient's right at the superior aspect of the previous repair and a smaller defect inferior to that. The maryland was exchanged with the monopolar shears and the mesh that had separated from the anterior abdominal wall was excised using the shears and electrocautery. Upon completion of this, through the superior arm a 2-0 v-loc suture was inserted and then using the needle driver in arm 1, the defect near the umbilicus was closed in a transverse fashion with a running 2-0 v-loc suture. The operating surgeon then scrubbed back in and prepared a 10 x 10 piece of xenmatrix ab mesh by punching suture holes around the perimeter. The mesh was then inserted through the camera port site and after the camera port was reinserted and pneumoperitoneum reattained, the operating surgeon went to the console and with the prograsp in arm 1 and the needle driver in arm 3, the mesh was sutured to the larger defect by a running horizontal mattress suture circumferentially and this also encompassed the repair made prior and it was evident the sutures were going to previous biologic mesh superior, inferior, and at the midline. Upon completion of this, the operating surgeon scrubbed back in. The instruments were removed, and the patient was undocked from the robot and with the telescope in the inferior port through the camera port site an applied endocatch bag was inserted and the mesh was scooped into the bag and retrieved through the camera port site. The remaining trocars were removed under direct vision. No bleeding was noted. The camera port site fascia was closed in 2 layers with running 0 vicryl sutures and the skin incisions were closed with interrupted buried 4-0 vicryl dermal sutures, and dermabond dressings applied. The patient tolerated the procedure well and left the operating room in good condition.¿ estimated blood loss: minimal. Replacements: 2 l crystalloid. Complications: none. Drains: none. (B)(6) 2015: (B)(6) medical center. Implant/explant log. Implant sticker: xenmatrix ab. (B)(6) 2015: (B)(6) medical center. (B)(6) , md, fcap. Pathology report. Accession #: (B)(4). Diagnosis: soft tissue and therapeutic appliance, site not specified, removal: therapeutic appliance identified (gross only). Fibromembranous and fibroadipose connective tissue with chronic inflammation and fat necrosis. Negative for malignancy. Specimen: therapeutic appliance mesh. Gross: the specimen is received in one part, in formalin, labeled with the patient¿s name and date of birth. The specimen, labeled ¿mesh,¿ consists of a fragment of brown plastic with attached tissue measuring 8.5 x 6.0 x 3.5 cm in overall dimension. Representative section of attached tissue are submitted in a single cassette. Micro: performed. Pathologist interpretation has been rendered at (B)(6) laboratory. Clinical history: recurrent incisional hernia. (B)(6) 2015: (B)(6) medical center. Lab. Wbc 15.1 h (4.6-10.2). (B)(6) 2015: (B)(6) clinic in (B)(6). (B)(6), md. Office notes. Since surgery has had some pain at right lower portion of his incisional hernia repair. Exam: healed incision with some firm areas of softer area. Near a complete midline incision, sparing epigastrium. Area of what appears to be secondary intention healing that has now epithelialized. Pain in the right periumbilical and is associated with some deep firmness, I suspect there are multiple layers of mesh in this region. Impression/report/plan: I think being only a month out from surgery, should slowly return to unrestricted activities and see where he is. Is this is a nuisance I recommend waiting as long as possible for resolution or reintervention. We also discussed the fact he has biologic tissue repair which has a high likelihood of becoming attenuated or frank recurrence in the future, especially with his heavy activity as a mine worker. On other hand if he has recurrence of hernia or debilitating pain that requires narcotics I would suggest we possibly could intervene earlier. My recommendation in these situations is typically to start all over by removing all prosthetic material and reconstructing his abdominal wall with retrorectus technique. We have advised the patient to lose weight as much as possible anticipating possible abdominal wall reconstruction and the advantage we would have with additional weight loss would be significant in allowing us to bring his abdominal wall back together. (B)(6) 2015: (B)(6) clinic in (B)(6). (B)(6), md. Consultation. Evaluation of complaints of abdominal pain after undergoing multiple operations for a recurrent hernia. The patient had initially undergone a procedure in 2012 for an umbilical hernia. We do not have his operative report but the patient states that the defect was approximately the size of a quarter and synthetic mesh was used. In 2014 he had a recurrence of his hernia along the superior aspect of the patients repair. We do have this operative note from las cruces, new mexico by dr. Matilde, and that this was an open procedure and the prior mesh was excised, and a 6 x 12 piece of alloderm mesh was placed and secured using circumferential vicryl suture. The description would make it seem that the repair was performed in an inlay fashion with the alloderm placed direcuy [sic] against the omentum. The patient had an intact repair until 2015 when he again had a recurrence again under the periphery of where we believe the mesh was placed. In (B)(6) of 2015 he underwent another open repair of what was now considered to be an incisional hernia. Description of the operative report suggests a similar approach was used where the previous aiioderm was excised and the fascial edges were identified around the hernia defect. A 10 x 15 piece of xenmatrix mesh was secured in place with a 2 to 3 cm overlap circumferentially which was again secured with vicryl horizontal mattress suture circumferentially. The patient states that 5 days after this operation the surgeon the surgeon had removed his staples and immediately that night the patient dehisced and during that event he also noticed a tearing sensation and it was felt that part of his secured mesh had dislodged. His wound was left to granulate in on its own and on october 20 the patient returned to the operating room for robotic incisional hernia repair. During this time a preperitoneal approach was used to place a 10 x 10 piece of xenmatrix mesh. This was secured to defect present at the superior aspect of the prior mesh repair and that was again secured in place using a horizontal mattress suture placed circumferentially, however, the type of suture used is not stated. The patient referred himself to see dr. Madura today because he has been palpating the abdominal wall around the repair and is noticing some inconsistencies in the areas of firmness versus areas that are soft. He is concerned that his hernia may have recurred although he is not entirely sure. His primary complaint is he has significant pain in certain regions of his abdominal wall, particularly to palpation or associated with movement or position. He has not had any obstructive symptoms. He has been wearing an abdominal binder for comfort. He has no additional complaints at this time. Social history: currently drink alcohol on social basis. Prior history of recreational drug use but ceased in 1997. Assessment and plan: does not currently have a recurrent hernia at this time. His repair does seem intact. Having significant pain and discomfort associated from what we believe to be the securement method of the mesh for the repair, however, this may also be representative of simple postsurgical pain. He is less than one month out from his surgery and there is a significant chance that the patient's pain will improve over time as inflammation subsides. We have also counseled the patient that he should continue his dietary changes and exercise as he is intentionally losing weight, having less tension on his abdominal wall would also have a chance of reducing the patient's pain and discomfort. At this time we feel it is yet too early to prognosticate whether or not his circumstance would improve, however, we do feel it would be reasonable to wait to see what the outcome would be. In the context of multiple repairs using biologic meshes we do think the patient does have a reasonable risk of having a recurrence later on. Dr. Madura explained to the patient that he generally waits approximately one year after a prior mesh repair in order to assess whether or not a repeat operation would be needed. Certainly if he has a recurrence prior to then we ask that he notify us and that we would reassess him at that time. Otherwise, if he were to desire to undergo an elective repair to address some of his abdominal wall pain we would like to at least wait one year and we have also encouraged him to attempt to lose some weight during this time period. Additionally, it was also mentioned to the patient that if he has ongoing pain issues that there is also the possibility of having injections performed by pain specialists and if he would be interested in obtaining these services in the future he is welcome to contact us. Records between 11/19/2015 and 06/27/2017 were not provided. (B)(6) 2017: (B)(6) clinic in (B)(6). (B)(6), md. Radiology-CT abdomen/pelvis. Indication: ventral hernia without obstruction or gangrene; assess hernia. Conclusion: rectus muscle diastases with only 2 small hernia defects containing fat. Findings: there is a rectus muscle diastases with only 2 small peritoneal defects to the left of midline only fat. No evidence of bowel obstruction or bowel wall thickening. No free fluid. No enlarged lymph nodes. Hepatic sleaslosis. Liver is otherwise grossly unremarkable. Gallbladder and bile ducts negative. Pancreas adrenal glands kidneys and spleen negative aligned for unenhanced technique. Aorta normal in caliber. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect ¿ clinical code h6: updated investigation finding h6: updated investigation conclusion h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Medical records: ¿ the known medical records span (B)(6), 2012 through (B)(6), 2017 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. ¿ medical records between (B)(6), 2015 and (B)(6), 2017 were not provided. Patient information: medical history: ¿ obesity: ? (B)(6) 2012: weight 290 l bs., bmi 39.3 ? (B)(6) 2014: weight 293 lbs., bmi 39.7 ¿ smoking: ? (B)(6) 2012: ¿current smoker¿ ? (B)(6) 2014: ¿smoking status: every day 2 packs per week.¿ ¿ (B)(6) 2012: umbilical hernia ¿ (B)(6) 2014: recurrent incisional hernia surgical procedures: ¿ (B)(6) 2012: repair of umbilical hernia with mesh. Implant gore® dualmesh® biomaterial. ¿ (B)(6) 2014: incisional herniorrhaphy with alloderm mesh. Implant alloderm. Implant preoperative complaints: ¿ (B)(6) 2012: abdominal ultrasound. ¿indication: abdominal pain, periumbilical bulge and possible incarcerated hernia. Impression: technically slightly limited study due to bowel gas distention and body habitus. Focal isoechoic finding in the subcutaneous soft tissues at the level of the area of palpable concern in the periumbilical area probably representing a lipoma, but CT scan could add additional information. A definite abdominal wall hernia was not specifically noted, a lthough certainly this could represent a fat containing hernia as well. CT scan could add additional information in that regard. No bowel contents were specifically identified in this region that would suggest incarcerated hernia.¿ ¿ (B)(6) 2012: preoperative note. ¿presents with a complaint of umbilical hernia that is getting bigger for about 7 mos [months] now.¿ ¿assessment: umbilical hernia, tender, getting bigger for about 7 mos. Truncal obesity.¿ ¿ (B)(6) 2012: indications. ¿the patient is a 43-year-old male who was seen in consultation with dr. Xx because of umbilical hernia that was getting bigger and becoming more tender. Following this a plan for umbilical hernia repair with mesh was discussed with the patient in great detail.¿ implant procedure: repair of umbilical hernia with mesh [implant: gore® dualmesh® biomaterial, 10364119/1dlmc04, 15cm x 19cm x 1mm thick, oval]. Implant date: (B)(6), 2012 ¿ wound classification: not provided ¿ findings: ¿umbilical hernia¿ ¿ description of hernia being treated: ¿following this we infiltrated the midline 4 cm above the umbilicus and then 4 cm below. Through this an incision was made and the peritoneum was accessed. Next we proceeded to dissect out the omental sac from the umbilical hernia defect and this was excised.¿ ¿ implant size and fixation: ¿we __ [sic] the fascia in the perimeter of the wound and then proceeded to implant a gore-tex mesh (duaimesh). This was sewn in with a gore-tex 0 suture in a running through-and-through fashion through the mesh and then through the fascia in a continuous suturing. After having sutured the mesh in place we excised the excess mesh then proceeded to suture the mesh with the fascia from the contralateral side to the other side in a continuous suturing while taking a bite from the mesh, thereby closing off dead space as well as doubly reinforcing the repair that was done previously. Following this a jackson-pratt drain was placed on top of this repair. The jackson-pratt drain was exteriorized through a separate stab wound and was anchored in place with 0 pds suture. The subcutaneous tissue was then approximated with 0 vicryl suture in interrupted fashion and another layer of continuous suturing was done, then 3-0 monocryl was used for subcuticular closure. The entire wound was then irrigated. Then dermabond was placed on the skin line and mastisol to the surrounding skin. One-half-inch steri-strips were used to approximate the skin. Then opsite was placed on the 1/2-inch steri-strips and covered by opsite.¿ ¿ pathology report: ¿gross description: there is pink and yellow soft tissue measuring 3 x 4 x 2 cm.¿ ¿final diagnosis: hernia, clinically umbilical; repair: mature fibroconnective and adipose tissue with benign mesothelial lining consistent with hernia sac.¿ relevant medical information: ¿ (B)(6) 2013: CT abdomen/pelvis. ¿indication: suspected recurrent abdominal wall hernia. Findings: there appears to be probable mesh and suture material present in the lower anterior abdominal wall, particularly just to the right of midline. There are, however, at least two small abdominal wall defects. The largest is to the left of midline about the level of the umbilicus. On axial scans, it measures about 2.8 cm in transverse dimension. The smaller is just to the right of the proximal portion of the mesh. It measures about 1.4 cm in greatest dimension. I do not see any evidence of incarcerated bowel. Impression: evidence of lower abdominal wall hernia. There are several adjacent residual or recurrent abdominal wall defects as described above. The smaller is to the right of midline just below the top of the mesh. The larger is to the left of midline about 5 cm caudal to the upper defect.¿ explant preoperative complaints: ¿ (B)(6) 2014: surgical consult. ¿problems: incisional hernia. Tender, bulging, worsening.¿ ¿hernia: incisional, ventral, reducible. Multiple defects, will need to remove old mesh and repair with alloderm.¿ ¿ (B)(6) 2014: preoperative diagnosis. ¿recurrent incisional hernia.¿ explant procedure: incisional herniorrhaphy with alloderm mesh. [Implant: alloderm] explant date: (B)(6), 2014 ¿ wound classification: ¿clean-contaminated¿ ¿ op report: ¿an incision was made in the previous upper midline incision and extended just beyond the umbilicus. The incision was carried down to the underlying hernia sac and some hard material consistent with previously placed mesh using metzenbaum scissors and electrocautery. The incision was extended superiorly and inferiorly in order to remove the hernia sac and gore-tex mesh using the metzenbaum scissors and electrocautery. Following this, the fascial edges were sharply defined circumferentially. Adhesions of the omentum to the abdominal wall were taken down using the metzenbaums and finger fracture technique. The overlying skin was then separated from the underlying fascia circumferentially using metzenbaums and electrocautery.¿ ¿a 6 x 12 cm piece of alloderm mesh was placed over the omentum and sutured with several centimeters margin circumferentially into the abdomen with a series of #1 vicryl horizontal mattress sutures. With the mesh in place and under excellent tension, the wound was irrigated with saline, and the overlying fascia was reapproximated with a running 0 pds loop suture. The wound was again irrigated with saline. Then, a 10 mm round fluted blake drain was inserted into the subcutaneous space and brought out through a right upper quadrant stab wound and sutured in place with 2-0 silk suture. The deep subcu [subcutaneous] was closed to the midline with running 2-0 chromic suture, and the skin was closed with staples. A prevena dressing was applied.¿ ¿ pathology: ¿diagnosis: hernia sac and mesh, removal: fibromembranous, fibrovascular, and fibroadipose connective tissue, consistent with hernia sac. Surgical mesh identified. Negative for malignancy.¿ ¿the specimen, labeled ¿hernia sac and mesh,¿ consists of a 6.9 x 5.8 x up to 2.2 cm aggregate of multiple irregular red-pink to yellow-tan rubbery fibroadipose soft tissue fragments with attached portions of surgical mesh material and suture throughout .¿ ¿microscopic examination: sections reveal fibroadipose, fibrovascular, and fibroconnective tissue, with focal areas of scar, acute and chronic inflammation, and foreign body giant cell reaction." Conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2012: (B)(6) md. Radiolog, abdominal ultrasound complete. Indication: abdominal pain, periumbilical bulge and possible incarcerated hernia. Impression: technically slightly limited study due to bowel gas distention and body habitus. Focal isoechoic finding in the subcutaneous soft tissues at the level of the area of palpable concern in the periumbilical area probably representing a lipoma, but CT scan could add additional information. A definite abdominal wall hernia was not specifically noted, although certainly this could represent a fat containing hernia as well. CT scan could add additional information in that regard. No bowel contents were specifically identified in this region that would suggest incarcerated hernia. On (B)(6) 2012: (B)(6) crna. Anesthesia pre op/post op form. Weight 122 kg, smokes 1 pack/week, obese, asa class ii. On(B)(6) 2013: (B)(6) md. Radiology, CT abdomen/pelvis, with IV contrast. Indication: suspected recurrent abdominal wall hernia. Findings: there appears to be probable mesh and suture material present in the lower anterior abdominal wall, particularly just to the right of midline. There are, however, at least two small abdominal wall defects. The largest is to the left of midline about the level of the umbilicus. On axial scans, it measures about 2.8 cm in transverse dimension. The smaller is just to the right of the proximal portion of the mesh. It measures about 1.4 cm in greatest dimension. I do not see any evidence of incarcerated bowel. Impression: evidence of lower abdominal wall hernia. There are several adjacent residual or recurrent abdominal wall defects as described above. The smaller is to the right of midline just below the top of the mesh. The larger is to the left of midline about 5 cm caudal to the upper defect. On (B)(6) 2014: (B)(6) md. Office notes. Problems: incisional hernia. Tender, bulging, worsening. Smoking satus: every day 2 pack per week. Alcohol intake: moderate 12 per week. Weight 293 lbs. Hernia: incisional, ventral, reducible. Multiple defects, will need to remove old mesh and repair with alloderm. On (B)(6) 2015: (B)(6) md. Office notes. Consult for hernia. Abdomen: epigastric tenderness. Hernia, incisional, epigastric. Recurrent incisional hernia, will repair with alloderm. On (B)(6) 2015: (B)(6) do. Emergency room visit. Umbilical hernia surgery on (B)(6) 2015, staples [illegible] on (B)(6) 2015 and wound started opening past day. Steri-strips applied 2 days ago and caused allergic blisters and did not hold secondary drainage. Impression: surgical wound dehiscense. Discharged home stable. On (B)(6) 2015: (B)(6) center. Microbiology. Wound culture/surgical wound dehiscense [sic]. Gram stain: no squamous epithelial cells seen, rare neutrophils seen, no organisms seen. Wound culture final: scant coagulase negative staphylococcus, no further identification. On (B)(6) 2015: (B)(6) md. Office notes. Two week follow up incisional hernia repair. Abdomen: wound granulating in well, no exposed xen matrix, cleaned and redressed. Assessment/plan: recurrent incisional hernia, healed sufficiently to proceed with robotic repair. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open umbilical hernia repair on (B)(6) 2012, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal and additional surgery. Additional event specific information was not provided.